Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent low blood glucose (bg, less than 30 mg/dl at its lowest). The customer's spouse administered a glucagon injection and provided food due to the low bg. The customer reported that the cause of the low bg was due to the carbohydrate ratio pump setting was too high and needed to be adjusted. The customer confirmed that the setting had been discussed with a healthcare provider. Tandem technical support assisted the customer with the setting adjustment.